Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to lead implantation, the left bundle branch (lbb) lead was visually observed on the scrub table to have a bend or kink at the lead body near the tip, even after the stylet was removed. The lbb lead was not used and was replaced. The patient remained in stable condition.